Manufacturer narrative:
(B)(4). Approximate age of device: 6 months. (Calculated from the date of manufacture.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a driveline fault alarm on the primary system controller ((B)(4)) while at home. The patient and the spouse attempted to exchange the system controller, but had difficulty making the connection. The patient's spouse reportedly could not get the driveline connected to the patient's backup system controller ((B)(4)), so the spouse reconnected the driveline back to the patient's primary system controller. Emergency medical services (ems) were contacted and when they arrived, they successfully exchanged the patient to the backup system controller. The customer reported that they believe the patient was down for an undetermined amount of time and was not neurologically intact. Immediately following the event it was reported that the patient was seemingly okay and was able to describe details of the event. It was stated that ems did not take the patient to the hospital. The patient was seen in the clinic on the following day ((B)(6) 2015) where she was found to be volume overloaded and neurologically off per her daughter, who brought her to the clinic. The patient was admitted directly from the clinic. Since admission, the patient's neurological status reportedly continued to decline. It was reported that the patient was currently awake and oriented to person, as she was only oriented to self. Neurology was consulted and requested assistance in determining how long the pump was off for, as they suspect that the patient may have suffered an anoxic brain injury. As of (B)(6) 2015, the patient was neurologically back to her baseline. No further information was provided.

Manufacturer narrative:
The reported event of difficulty connecting the driveline to the system controller was unable to be confirmed as the product remains in use. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.